Event description:
It was reported that this patients device system triggered a red alert on their home monitoring system, which was found to be due to high out of range shock lead impedance measurements, measuring 126 ohms. It was noted that the shock impedance has steadily risen since the patient underwent a cardiac procedure which coincides with the onset of the initial impedance rise. No noise was observed on any of the recent stored episodes as a result of the impedance observations. Technical services was consulted and recommended troubleshooting options. The plan is for the patient to return to the clinic for further follow up and lead reassessment in june. The right ventricular lead remains in service at this time. No adverse patient effects were reported.